Event description:
It was reported the pt had a miniarc sling system implanted for stress urinary incontinence. The pt experienced mental and physical pain and suffering, infection or inflammation, tissue abrasion, and permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.